Manufacturer narrative:
Reliability analysis inspected 4 opened and used partial infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a 5xx insulin pump. And new infusion set tubing section p-cap. All 4 infusion sets failed per specification infusion sets found occluded at quick release connection septum sides. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the infusion set was occluded during priming. The customer's blood glucose was unknown at the time of incident. The infusion set will be returned for analysis.